Manufacturer narrative:
(B)(4). Batch # t92h35008. Investigation summary the hand piece was received with nose cone slightly separated from the mid-housing. In addition, the mount was noted to be loose. No functional testing could be performed due to the separation of the nose cone and the mid-housing, and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the condition of the nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to separation of the nose cone and the mid-housing, moisture entered the handpiece mid-housing. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the hand piece. No conclusion can be made as to how the nose cone was separated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device could not connected to the instrument. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.